Event description:
It was reported that there was a possible problem on the non-magnetic electrogram as there was vertical dashed line due to difficulty with the transmission possibly due to patient not sitting still. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.